Manufacturer narrative:
(B)(4). The nephromax catheter along with the stopcock was received inside the packaging tray. Visual examination revealed that the inside the clear plastic lid there was a "greasy" residue on the blue packaging tray. As a result, the tray was sent for material characterisation in order to try and determine what substance had stained the tray. Scanning electron microscope (sem) and fourier transform infrared analysis (ftir) was carried out and concluded that the residue on the blue tray was a fluorosilicone. The residue was tested against the mediglide solution that is used on this device at the manufacturing site however this did not prove to be a match. The exact cause of how or where the tray came in contact with the fluorosilicone is unknown. What is known is that this fluorosilicone residue is not used during the manufacture/packaging of the unit. Therefore, the residue did not come in contact with the tray at the manufacturing site. An examination of the returned device identified no indications that the device was used. Damage was caused to the device without direct patient contact. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was to be used on a pcnl procedure on (B)(6) 2016. According to the complainant, during the procedure and outside the patient, there was a little cut out next to the stopcock. Reportedly, it looked like the plastic was greasy. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on investigation results which revealed that the foreign matter was along with the device. Please refer to block for full investigation details.